Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient was placed under mac anesthesia (date not reported) in order to replace to a longer abutment.